Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 70-300 mg/dl. It was reported that occlusion alarms occurred on (B)(6) 2021. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. The customer's blood glucose ranged from 70-300 mg/dl.